Event description:
It was reported that the preloaded intraocular lenses (iol) was observed with frayed edges, which were determined to be intrinsic material rather than burrs, rough edges, or damage. The issue was identified following the implantation of the lens. Attempts to remove the material through irrigation and aspiration were unsuccessful. The iol remains implanted. The ophthalmologist does not foresee any adverse effects for the patient. The patient is reportedly recovering well after surgery. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted; therefore, not explanted. Section e1, telephone number: (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.